Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a no delivery on the insulin pump and had a blood sugar of 458 mg/dl. The customer reported the alarm did not occur during manual prime. The customer treated with a correction bolus. The customer declined troubleshooting for their high blood sugar. The no delivery alarm was resolved by a complete set change. The insulin pump was not returned for analysis.